Event description:
Received information that multiple occlusion alarms occurred. Reportedly, customer's blood glucose level was impacted (200-500). Customer administered insulin injections to correct blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available a follow up report will be submitted.